Event description:
It was reported that during surgery the lamina was torn and severed from the vertebral arch. During the tightening process of the uclamp lamina band, the lamina was completely torn and severed from the vertebral arch. It was then necessary for the surgeon to implant an add'l pedicle screw at the t11 level which was not originally planned to be part of the construct. The completed construct reached from t11 to s2 whereas the t11 was holding with a hook and between t11/2 a uclamp should have been implanted.

Manufacturer narrative:
.